Event description:
It was reported during knee arthroplasty that the articular surface provisional fractured while trialing. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. Photographic evaluation confirmed the reported fracture of the instrument. The device history records were reviewed and no discrepancies were identified. Tibial articular surface provisionals (tasps) have been analyzed through optical microscopy, revealing hackle marks and river lines in the cases of bending overload and low cycle fatigue culminating in bending overload. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.